Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on the lamitrode tripole lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.